Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed no delivery excessively. The customer stated that his blood glucose had been fluctuating and he believed that it may have been related to his infusion sets. His blood glucose was over 500 mg/dl. He stated that he would change his infusion set and found his blood glucose lowered to 272 mg/dl. He stated that over time and after he went to the gym, the infusion set seemed to work. He stated that when he gave a bolus, the device seemed to not work and he had high blood glucose. He noted that he had been changing infusion sets more often than needed. He advised that he was looking to change his insulin and inspect for any infusion set issues, although he did not observe any bent cannulas. He was unable to troubleshoot for the no delivery alarms, as they were past events. He declined to return the infusion set/reservoir for analysis. He was advised to call to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.